Event description:
A customer reported a vitrectomy cutter did not work during a procedure. The product was exchanged and the procedure was completed. There was no pt harm.

Manufacturer narrative:
One sample was returned and examined using 25x magnification. The outer needle was slightly bent at the probe body, but conforming. Aspiration testing was performed and found to be conforming. Actuation and cut testing were performed and found to be nonconforming. The inner cutter would not move. The probe was disassembled and the components inspected. There was significant resistance felt while removing the inner cutter from the slightly bent needle. There is approximately 5 minutes of wear on the inner cutter when compared to wear visual standards. The inner cutter is also bent. How or when the inner cutter became bent cannot be determined. The probe exhibits a condition where the outer needle may have been bent outward and then back (but not all the way back to its original position). This would then cause the inner cutter to become bent. A bent inner cutter would then impede the cutter from moving back and forth and cause the actuation failure experienced during testing. (B)(4).